Event description:
It was reported to medtronic minimed that the customer experienced a discrepancy between blood glucose and sensor glucose. The customer also reported bleeding at the insertion site. The event involved product(s) mmt-7040ma. Troubleshooting was performed for the site issues, and the customer was advised to monitor the product. Troubleshooting was performed for the sensor glucose vs blood glucose, and blood glucose was 160 mg/dl, sensor glucose was 60 mg/dl, and the difference between blood glucose and sensor glucose was greater than 30%. The customer was informed that the sensor may no longer be responding to glucose changes and was explained possible causes. The customer was advised that the sensor would be replaced. No further patient complications were reported. Product return for mmt-7040ma is not expected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.